Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized. The caller reported that the customer had been off of the insulin pump, but did not state for how long. The caller reported that the customer had a blood glucose level of 70 mg/dl and was shaking. The caller reported that they were receiving differences in readings from their meter and the hospital's meter. Caller also reported that the customer the caller reported that paramedics were called and the customer was transported to the hospital. The insulin pump was not replaced or returned for analysis.